Manufacturer narrative:
Based on the claim of non-intuitive motion against the large needle driver by the customer, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the large needle driver does not obey the surgeon's command when placed on the arm of the patient side cart (psc). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large needle driver instrument was analyzed. The part was returned in damaged condition. The instrument was returned with a broken input disk causing the instrument to fail engagement. The instrument is unable to be tested on the in-house system as a result. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was retested and failed engagement on multiple attempts. The instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. The broken input disk was not returned with the instrument. The instrument was found to have an input disk cracked. Hairline cracks were found on grip input disk (#6). The complaint could not confirmed by failure analysis since the instrument could not pass engagement.

Event description:
Refer to h10/h11 for follow-up information.